Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Cardioquip confirmed bacterial contamination issue from testing, the source was due to no preventative maintenance performed. Cardioquip performed internal water path replacement, was tested and within acceptable limits. The device passed final inspection and is fully operational.

Event description:
Customer reports suspected bacterial contamination.